Event description:
It was reported following a percutaneous procedure, an angio-seal evolution was selected for use. During deployment, as the device was pulled back to seal the arteriotomy, the components were removed from the patient's groin. It appeared that half of the anchor, all of the suture, and a small portion of the collagen were removed. The patient proceeded to experience bleeding and manual compression was applied. The patient complained of pain and a hematoma developed which was eventually expressed and a femostop was applied overnight. The patient was on a iibiiia inhibitor and received a blood transfusion. The patient's hospital stay was extended and they have since been discharged. The patient had mild to moderate calcification in the common femoral artery. The physician stated the suture did not lock prematurely, normal resistance was felt and the suture or anchor broke before reaching the compaction maker with the anchor.

Manufacturer narrative:
One each of the following angio-seal evolution components was received for evaluation: 8f carrier tube assembly and hemostasis sheath. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear-lock position; the gearbox assembly was in the "out of park" position. The suture had been extracted and remained attached to the anchor. However, the anchor trailing leg had been detached immediately outside of the dome/bridge area. A collagen fragment remained pinched between the suture loop and anchor. The detached anchor leg was not returned. The collagen was removed and the suture knot pulled up over the anchor dome. Two distinct planes were noted at the detachment location; material deformation was noted near the bridge. The overall device condition was consistent with partial deployment followed by anchor leg detachment. Review of the device history record confirmed this batch met manufacturing requirements prior to shipment. An internal investigation is underway. The IFU cautions if anchor fracture or embolism is suspected, the device should be examined to determine if the anchor has been withdrawn. If bleeding occurs, apply manual or mechanical pressure to the puncture site per standard procedures. If anchor is not attached to the device, monitor patient (for at least 24 hours) for signs of vascular occlusion. Should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.